Manufacturer narrative:
Continuation of d10: product ID: ev240163 (evl004613v); product type: 0264-lead-hv; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that about seven weeks post implant of the extravascular implantable cardioverter defibrillator (ev-ICD) system the patient reported a brownish discharge from the their implant site. The patient was seen and it was noted the drainage had stopped. It was noted the incision site appeared keloid like with excoriation. One week later, the patient stated that "liquid was coming out of the incision site". The patient was brought in and it was noted the left side of the incision had closed but the right side was where draining was increasing and redness was present. Cultures confirmed the presence of methicillin-sensitive staphylococcus aureus. A pocket revision procedure and pocket cleaning was completed and antibiotic medication prescribed. The system remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.